Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported receiving a result of 2.5 or 2.6 inr on the coaguchek xs system. The patient states she was bleeding from her bowels and went to the hospital. The patient's warfarin dose was held for 5 days and she was treated with 3 units of blood. The patient was admitted to the hospital; for 5 days. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.